Manufacturer narrative:
Device evaluation: one sample was received in used and decontaminated condition. A visual inspection found a scratched lcd lens, damaged battery compartment and missing battery door. During the functional testing, the customer reported complaint was duplicated. The cause of the issue was found to be the faulty dso sensor and damaged battery compartment. The dso sensor and battery compartment were replaced as well as the scratched lcd lens, missing battery door, keypad and overlay.

Event description:
It was reported that the pump was not detecting cassette and battery compartment damaged. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.